Event description:
It was reported the subject device had a foreign body inside the scope. This issue occurred during a diagnostic colonoscopy procedure. The event occurred during sedation, while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.